Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a band ligation procedure. According to the complainant, during deployment, when the handle knob assembly was rotated, the bands failed to release from ligator head. Reportedly, the user felt that the bands were "sticky or gummy." The procedure was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.